Manufacturer narrative:
Updated section h6 (impactcode, type of investigation, investigation findings and investigation conclusions). The pressure controller was received by the original manufacturer for a full evaluation. The reported issue was not confirmed. As received, this pc2k (pressure controller) was connected to a hemosphere hot mockup system. The connected hrs successfully zeroed. The pc2k caused no errors and was able to acquire a normal waveform and bp (blood pressure) readings on both cuff ports. Finally no damage was found on the returned device. Based on further investigation completed by the engineers, the root cause of the issue could not be determine, since no defect was found on the returned device. Based on the available information, no further action is required at this time; however, all events will continue to be reviewed and monitored.

Event description:
As reported, during a demonstration, this pc2k provided incorrect cardiac output (co), stroke volume variation (svv) and systemic vascular resistant (svr) values. Also, hypotension prediction index (hpi) was constantly alerting. There was no error message displayed. There was no patient involved.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.